Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer clarified that both hamilton c1 and c6 did not produce red and yellow audible alarms on the picix. A philips field service engineer (fse) was onsite, confirmed the issue and restarted the pic ix central station. The issue resolved.

Event description:
The customer reported that alarms from the c1 hamilton ventilator are displayed visually at the control panel but are not emitted acoustically. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.